Event description:
It was reported that the patient experienced a difficulty charging the implanted pulse generator (ipg) and did not feel that he was getting pain relief with the device. The patient also experienced numbness and tingling as well as sharp shooting pain that radiated down lateral leg to her foot. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: 20100996.